Event description:
Caller reported a malfunction on pump with malfunction code malf 0, along with fault ID (B)(4). There was no adverse impact to customer¿s blood glucose level. Customer opted to use mdi as backup therapy and cts sent a replacement pump with updated software, providing instructions for its use and return of problematic pump via ups. Customer understood and acknowledged the guidance.